Event description:
It was reported that the patient had the inflatable penile prosthesis pump component explanted due to malfunction. A new inflatable penile prosthesis pump component was implanted.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump component explanted due to malfunction as the pump was not working properly. A new inflatable penile prosthesis pump component was implanted. The results of the revision surgery were reported to be good.